Manufacturer narrative:
It was reported that per the physician, the patient was removed from the surgical area after the unknown eye procedure was complete and it was noticed post-surgery that there was a small white fiber in the patient's lens. The eye had to be flushed to try and remove the lint, but the lint was unable to be flushed out. The patient was brought back into surgery to remove the lint from the lens. The surgeon reported that the product was inspected before use and no major fibers were noticed at that time. Per the surgeon, there was no permanent damage to the patient. The actual sample involved in the incident was not returned for evaluation. A number of attempts were made to obtain additional information, however the customer did not provide any additional information. There was no report of any additional adverse patient consequence and no effect on the patient's stability as a result of the incident. A sample has not been returned for evaluation however, due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a fiber got on a patients lens from the towel.